Event description:
It was reported the subject device loop could not be released. This issue occurred during a unknown therapeutic procedure. The procedure was completed with a backup device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: based on investigation results and the similar investigation results in the past, a likely mechanism causing the reported events might be one of the following: a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the loop was placed around the body tissue. The tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. The slider was pulled to tighten the loop. Because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. (See fig.7) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. Pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. (See fig. 6) the slider was forcefully operated in state of ¿6¿ description causing the operation pipe of the slider to deform and break. Ligate the polyp by performing the operation correctly. The tube sheath has moved forward, but you didn't realize it and released the loop. (See fig.9) (the tube sheath has moved forward due to peristalsis of the patient or movement of the scope) the base of the loop goes inside the coil sheath. (See fig.10) hook and loop are jammed in the coil sheath because the hook is retracted. (See fig.11) the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The event can be detected/prevented by following the instructions for use which state: drawing number and revision number of IFU: gk8332_06 ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Never use excessive force to operate the instrument. This could damage the instrument. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.